Event description:
The consumer reported having a false negative result via social media using binaxnow covid-19 self test performed on an unknown date with an unknown sample. Repeat testing was performed with an unknown test generating a positive result. The consumer reported being symptomatic. No additional information, including patient outcome and treatment, was provided.

Manufacturer narrative:
Date of event provided in section b3 is an approximation, was not provided by consumer. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : other - device not returned; single use device.

Manufacturer narrative:
Date of event provided in section b3 is an approximation, was not provided by consumer. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported having a false negative result via social media using binaxnow covid-19 self test performed on an unknown date with an unknown sample. Repeat testing was performed with an unknown test generating a positive result. The consumer reported being symptomatic. No additional information, including patient outcome and treatment, was provided.

Manufacturer narrative:
Date of event provided in section b3 is an approximation, was not provided by consumer. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : other - device not returned; single use device

Event description:
The consumer reported having a false negative result via social media using binaxnow covid-19 self test performed on an unknown date with an unknown sample. Additional testing was performed with an unknown test generating a positive result. The consumer reported being symptomatic. No additional information, including patient outcome and treatment, was provided.